Event description:
Boston scientific received information that this after approximately 25 months of implant, this pacemaker displayed a remaining longevity of less than six months. There was a concern the battery was depleting prematurely. No adverse patient effects were reported.

Manufacturer narrative:
A health care professional (hcp) reported the patient would be followed on a monthly basis. Should additional information become available, this report will be updated.